Manufacturer narrative:
(B)(4). Device evaluation: analysis of the extension found no anomaly.

Event description:
It was reported that ¿poor impulse was observed¿ during the implant of the patient¿s trial system. Impedance testing was performed and found abnormal impedance values of ¿>10000¿ ohms between electrodes 5 and 7. The impedance abnormality was ¿confirmed repeatedly.¿ the extension was then disconnected from the multi-lead trialing cable and the lead and bodily fluids were wiped away, however further impedance testing found the impedance value ¿between electrodes 5 and 7 did not decrease.¿ the extension was replaced as a result of the issue, at which time ¿normal¿ impedance values were measured. There was ¿no patient complication¿ from the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.